Manufacturer narrative:
A1-a5 patient information was not provided g.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in germany. A livanova field service engineer dispatched on site shortened the tube and re-crimped it. After intervention, unit was returned back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a short circuit associated with a 3t heater/cooler unit. The event was discovered during service activity, when a hole was detected on the device hose. There was no patient involvement.